Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)); smartablate pump (model# m-4900-08 serial# (B)(4)); webster cs with auto ID catheter (model# d-1353-04-s lot# 17437549m); pentaray nav eco catheter (model# d-1282-11-s lot# 17447295l); ge carto sound catheter (model# unknown lot# g9015786). Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade, cardiac arrest (requiring cardiopulmonary resuscitation), and death. During the procedure, the patient became hypotensive and tachycardic. An 8mm tamponade was confirmed via echocardiogram. Patient decompensated and was thought to have arrested. A brief period of chest compressions restored the patient's heart rate. It was noted that although the tamponade was small, the patient also had a pre-existing low ejection fraction (30%). This combination of factors allowed the patient to decompensate quickly. The patient was reported to be in critical condition immediately following the event. The patient required extended hospitalization for blood pressure management. Patient was extubated 2 days post-procedure ((B)(6) 2016) and was awake, verbal, and ambulatory. The patient was discharged home 4 days post-procedure ((B)(6) 2016) in stable, baseline condition, with an ejection fraction of 30%. Patient expired at home approximately 5 days post-procedure ((B)(6) 2016). Date of death has not yet been confirmed. It was noted that the activated clotting time at the time of the event was more than 400 seconds and international normalized ratio (inr) was 2.4. The physician' opinion regarding the cause of the tamponade and arrest is that they were procedure-related. The physician did not provide a causality opinion for the death. It was noted that the cause of death is unknown, as the patient was discharged to home in stable condition at their baseline health status. There is no information regarding an autopsy.

Manufacturer narrative:
(B)(4). The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter functionality was tested on the carto 3 system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.